Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples for each lot from bd inventory were evaluated by functional testing. No issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® z blood collection tubes that there was underfill or low draw of a tube with blood in 4 differnt lots. The following information was provided by the initial reporter: only 2ml of 5ml tubes are filling. Blood coll. T. Vacuette serum 5ml glass75x13mm red is not collecting 5 ml of blood, so that site is not able to separate the approx. 2 ml of serum from the 5 ml tubes.

Event description:
It was reported that while using bd vacutainer® z blood collection tubes that there was underfill or low draw of a tube with blood in 4 differnt lots. The following information was provided by the initial reporter: only 2ml of 5ml tubes are filling. Blood coll. T. Vacuette serum 5ml glass75x13mm red is not collecting 5 ml of blood, so that site is not able to separate the approx. 2 ml of serum from the 5 ml tubes.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2084332. D4. Medical device expiration date: 2023-09-30. H4. Device manufacture date: 2022-03-25. D4. Medical device lot #: 2116155. D4. Medical device expiration date: 2023-10-31. H4. Device manufacture date: 2022-04-26. D4. Medical device lot #: 2332721. D4. Medical device expiration date: 2024-05-31. H4. Device manufacture date: 2022-11-28. D4. Medical device lot #: 3009609. D4. Medical device expiration date: 2024-06-30. H4. Device manufacture date: 2023-01-09. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.